Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal instrument was placed and activated in the surgery, but the console turned off and gave an error, but did not indicate a code. It only displayed that there was an error on the vision screen. The technical support engineer (tse) viewed latest logs and noted 25902 errors indicating an e-100 communication warning. The customer noted that it only occurred with the synchroseal instrument. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not reproduce the issue but replaced the e-100 as the customer described the issue as intermittent. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 was analyzed, and the reported failure could not be replicated. The e-100 was installed onto the test system, and it worked fine with a vessel seal extend instrument installed. Fa used a vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations and cut/seal about 100 times. The e-100 worked fine without any issue. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed the following possible related system error(s): /25902/electrosurgical unit (esu) communication warning with nest: cut hold command response timeout due to message dropping.